Manufacturer narrative:
Device manufacture date: february 3, 2022- february 4, 2022. The device was received containing 45 ml of fluid in the bladder. Visual inspection using the naked eye did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the results were within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused. The issue was identified during patient infusion. The device was filled with piperacillin/tazobactam 18000mg in 230ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.